Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during bladder irrigation, no fluid could be expelled from the foley catheter. The issue was resolved by replacing it with another set.

Event description:
It was reported that during bladder irrigation, no fluid could be expelled from the foley catheter. The issue was resolved by replacing it with another set.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed there was no irrigation eye which caused the blockage of the irrigation lumen. The catheter can be inflated and deflated without difficulties. Evaluation found blockage in irrigation lumen as water was unable to be introduced through the irrigation funnel. Water was able to flow through the drainage lumen and out from the drainage eye without obstruction. Catheter was examined under microscope and observed there is confirmed no irrigation eye on the returned catheter. Hence, this complaint is confirmed manufacturing related. A potential root cause could be manufacturing related due to no irrigation eye or poor irrigation eye created during eye burning process. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.